Event description:
A medtronic representative reported that the surgeon encountered inaccuracy during a tumor resection case. He initially used point merge to register fiducials with a 1.7 registration error metric. He was doing two separate resections. The frontal/parietal resection went well and was very accurate. The midline occipital tumor was then localized. The surgeon couldn¿t identify it upon first flap so they did an intraoperative MRI. Intraop MRI showed they had turned the flap too superior to the tumor. The surgeons estimated the localization of the 2nd tumor to be off up to 2cm. They compensated then knowing which direction to expand their crani and successfully removed the tumor. Both were surface based potential meningiomas. There was no impact to the outcome of the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep merged their intraop scan with the navigation system with a very good automerge which showed the initial offset approach vs the 2nd tumor. The resident surgeon removed the imri reference frame and the ioi repeatable mount arm during the intraop MRI because it had been positioned such that they couldn't setup the imri without removing it entirely. Navigation was discontinued at that point and unfortunately we were unable to demonstrate or replicate the alleged navigation inaccuracies because it had been completely removed. The surgeons were not sure if the ioi arm had shifted or head rotated at any point during the case but did not rule that possibility out. The rep tested the registration thoroughly with a model immediately afterwards and found no fault with their ioi repeatable mount arm. The rep did not have access to the doro head holder or doro quick rail adapter at the time. Nor did he have the contaminated instruments as they were in sterile processing after case. A system checkout showed that the system was fully functional. The reported event could not be duplicated by onsite medtronic personnel.

Manufacturer narrative:
Medtronic engineering analyzed the archive of exam/registration data from the reported event. It was found that the pointmerge registration was optimal for the first region of interest for this case. However, the registration was not optimal for the second region of interest. Additional points could have been stored and matched on the posterior and superior areas of the patient's anatomy to improve accuracy at the second region of interest. It cannot be confirmed that this was the root cause of the alleged inaccuracy with the information available. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.